Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 178 mg/dl. Customer stated that he carries the pump in his pocket, which is hot and sweaty. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.